Manufacturer narrative:
The reported issue was unable to be duplicated during testing. The event log was reviewed and alarms 1101 - check vent: ventilator restarted and 3007 - user interface.cpp were found. Per the v60 service manual, error code 1101 means that the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. If diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The device passed the required performance verification tests per philips standards and was returned to service. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the alarm, "check vent: ventilator restarted", occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided for the patient, nor a delay to therapy noted.